Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, inadequate bone quality/quantity, poor quality, soft bone. Mm2023_1485 and 2023_1486 are the same patient.